Event description:
It was reported to nova biomedical that a consumer received a result of 'hi' (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 7 units of insulin via the pump at midnight. At 4:30 am, the consumer's spouse woke up to his wife was experiencing a hypoglycemic event which did not require any medical intervention. The consumer's spouse gave the consumer orange juice. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.